Event description:
It was reported by the affiliate that the package had been broken before use. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.